Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned in inquiring about programming options regarding the patient's right ventricular (rv) lead exhibiting t-wave oversensing (twos) post pace. Additionally, the ahp noted there was oversensing noise on the right atrial (ra) lead. Reprogramming was completed. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.